Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 270-271 mg/dl.

Manufacturer narrative:
Remove b5 and h10 additional manufacturer narrative on follow-up.